Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch #a98p3j. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Upon visual inspection, the returned el5ml device showed no apparent external damage and was accompanied by its tyvek. An attempt to reproduce the reported issue was made; during the firing sequence the tip of the advancer was observed to be fractured, which prevented the clip from fully advancing into the jaw. Because of this damage, no further functional testing could be completed to evaluate the reported incident. The device was subsequently disassembled to inspect internal components; five (5) clips were found lodged inside the clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a98p3j number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, two ligamax el5ml clip appliers failed. One failed to fire and the other one was showing orange indicator straight out of box as if no clips. No patient harm as appliers did not fire.